Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was unable to properly load into the jaws. The user checked the cartridge to find bosses of the clip were broken. As a result, a new unit was opened to be used. No clip fell in patient.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product hemolok xl clips 6/cart 84/box lot# 73h1700076 was manufactured on 08/07/2017 a total of (B)(4) pieces. Lot was released on 08/10/2017. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was returned with the lid stock. Three loose clips were also returned. The clip cartridge and loose clips were visually examined with and without magnification. Visual examination revealed that one of the loose clips had the pierced bosses broken off. The bosses were found to be stuck inside the cartridge. The observed damage is consistent with improper loading of the clips or using a damaged applier. The appliers were not returned. The other two loose clips were fully intact and two clips were remaining in the cartridge. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The two clips that were remaining in the cartridge were able to properly load into the jaws of the applier. The clips were then successfully applied to true-max tubing. The two loose clips that were still intact. Other remarks: were also tested. They were manually loaded into the jaws of the applier and applied to true-max tubing. No issues were observed with any of the tested clips. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that operational context caused or contributed to this event. The reported complaint of "clip broke" was confirmed based upon the sample received. One cartridge was returned with two clips remaining in it along with three loose clips. One of the loose clips was returned with the pierced bosses broken off. The bosses were found to be stuck in the bottom of the cartridge. Upon functional inspection, the four intact clips were all able to properly load into the jaws of a lab inventory applier and were successfully applied to true-max tubing. The observed damage to the broken clip is consistent with improper loading of the clips or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that a clip was unable to properly load into the jaws. The user checked the cartridge to find bosses of the clip were broken. As a result, a new unit was opened to be used. No clip fell in patient.